Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a less than 20 ohms, shorted lead message when attempting to shock with this transvenous implantable lead during the implant procedure. Three shocks were delivered and did not convert the rhythm; the patient was externally defibrillated. When the polarity was reversed, the shock impedance was normal.